Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt wanted a user manual, agent ordered pt one. Pt noted they got their current ins put in because the one before, they did not know it worked properly. Pt claimed before the ins they had now they had a medtronic device for their back. They were not sure it worked properly and got their handset exchanged, when recharging it the handset never came off a red mark for low battery and there was a couple other thing. They thought the issue was with the handset. When agent asked for event date the pt said it worked off and on and they did not know what the problem was, they reset it several times or whatever they did. They then went to the hospital not related to the medtronic device and did not peruse the medtronic device until they got out. Then they made arrangements to get the current ins implanted in them.